Event description:
On (B) (6) 2010, the lay patient contacted lifescan (lfs) alleging that her one touch ultra 2 meter does not turn on. The medical surveillance specialist (mss) classified the complaint based on the customer service representative (csr) documentation. The patient provided the following information: the product issue started on (B) (6) 2010 at 6:00 am. The patient took her usual dose of metformin. At 9:30 am, the patient experienced memory loss and shaking. She treated herself with food and/or drink. The csr documented that the meter did not turn on with test strip insertion or by pressing power button and the battery did not need to be replaced. The patient's product was replaced. This complaint is reported because, the patient alleges that the lfs meter did not turn on and afterward she became shaky and treated herself with food and/or drink.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluated it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.